Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lumbar catheter broke while being removed from the patient. A portion of the catheter remained in the patient and had to be removed surgically. The patient¿s status was listed as alive ¿ no injury.